Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with syncope, dizziness and lightheaded while exercising in the pool. The patient had episode of asystole during which emi was oversensed and inhibited pacing. Episodes of non-sustained oversensing was noted via merlin.net transmission. Review of the episodes revealed emi. The patient was stable and will be followed normally.